Event description:
A report was received that the physician suspected that the patient had an infection at the lead site. The paddle lead was explanted and the patient has recovered.

Manufacturer narrative:
Additional information was received that the patient was placed on antibiotics to treat the infection. It is indicated that the lead will not be returned for evaluation; therefore failure analysis of the complaint device could not be completed. A review of the device history records as well as the sterilization documentation for the lead will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the physician suspected that the patient had an infection at the lead site. The paddle lead was explanted and the patient has recovered.